Event description:
It was reported that the patient presented to the emergency department with presyncope and was admitted. Patient reported that she had a syncope event "a few weeks back" but did not recall the date. Noise was noted on right ventricular (rv) lead and strips indicate noise on both rv and right atrial (ra) leads. Electrophysiology (ep) confirms short v-v recording for greater than one year in follow up clinic. Strips show managed ventricular pacing (mvp) action, but also demonstrate device inhibition with a rate of aair-dddr 70. Source of inhibition is unknown. Patient has ventricular escape of 30 beats per minute with intact atrio-ventricular (av) conduction with atrial pacing. It was also reported that the patient banged her head and received follow up for minor-moderate head injury symptoms. The ra and rv leads tested well in ep lab during case. Due to being unable to confirm source of noise, device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 5076-45, non defib lead, implanted: (B)(6) 2006. (B)(4).